Event description:
This report was received on (B)(6) 2025 from the patient¿s mother. She stated that the patient had been hospitalized with hypoglycemia on (B)(6) 2025 at elisabeth-krankenhaus rheydt, hubertusstrasse 100, 41239 mönchengladbach, germany (dr. Awwad hamsa). The patient's blood glucose levels declined to 58 mg/dl and the parents gave him 10 grams of carbs, but his blood glucose continued to drop to 37 mg/dl and he fainted and blacked out while wearing the pod an unspecified number of hours on the leg. The parents gave a glucagon injection, an ambulance was called, and the patient was taken to the hospital. The patient was diagnosed with hypoglycemia and treated with potassium. The reporter stated the pod was worn during medical attention and did not state when it was removed. The reporter also mentioned that the activity feature had been turned on but didn¿t state when it was turned on or why. The patient was still in the hospital at the time of the report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
A user-initiated android log upload from 27jul2025 was downloaded and reviewed. In the case description, the user mentioned having low blood glucose values while using the system. Review of the android log files found no evidence of an over delivery of insulin. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately adjust the automated basal insulin amounts based on the estimated glucose values and user inputs. The phb data confirmed that activity mode was activated on (B)(6) 2025 and the automated algorithm began delivering at a more conservative adaptive basal rate, as expected. The phb data showed that the automated algorithm appropriately reduced and stopped automated basal insulin delivery as estimated glucose values decreased towards and below the user's target glucose. No instances of the algorithm delivering automated basal insulin while estimated glucose values were below 60 mg/dl were observed in the data. The phb data showed one period of urgent low glucose values (less than 40 mg/dl) that lasted for approximately 30 minutes on (B)(6) 2025; however, the data showed that the automated algorithm had stopped automated basal insulin delivery over an hour before this low period, when estimated glucose values were at 277 mg/dl and decreasing. The phb data showed that the pod was used after this low estimated glucose value period and was not deactivated until on (B)(6) 2025. No evidence of issues with the system were observed in the available log files.